Event description:
The pt's device reportedly stopped working. The pt was seen for device eval. External equipment was exchanged. However, the reported problem was not resolved. Testing performed confirmed that the device was no longer functioning. Although no trauma was reported, two wounds were observed close to the implant site. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.